Event description:
The customer reported that the insulin pump had missing/partial display. Customer stated he fell in the bathroom and ruined his insulin pump and it not working. He stated he needed new insulin pump. Customer stated the insulin pump smacked against the floor. Troubleshooting was done. Customer's blood glucose was 56 mg/dl. Customer treated with food. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Displacement test and self test were not due to partial display. Partial display was due to cracked lcd glass noted. The device had cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.